Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced urinating frequently, the cgm was reading 70 mg/dl and the blood glucose reading was 500 mg/dl. The patient self-treated with insulin and later went to see a health care professional (hcp). The patient was given an unspecified intravenous treatment given by the hcp to accelerate the lowering of the blood glucose level. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.